Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 06-feb-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving an unknown drug with an unknown dose and concentration via an implantable pump for spinal pain. It was reported on (B)(6) 2019 the patient reported increased pain, inadequate pain relief, and withdrawal symptoms from the increased dosage from the last programming. A catheter dye study (cds) was performed and failed. It was noted that the catheter had dislodged. On (B)(6) 2019 the pump was reprogrammed where all the pump medications were reduced. The outcome of the event was noted as ongoing. The patient's baseline weight was not measured. The device diagnosis was catheter dislodgement and the clinical diagnosis was inadequate pain coverage. The event date was (B)(6) 2019. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient was receiving fentanyl 2000 mcg for a total dose of 770.40752 mcg/day, bupivacaine 20 mg for a total dose of 7.70408 mg/day, and morphine 5.7 mg for a total dose of 2.19566 mg/day. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and/or wear and/or lubrication and stall due to shaft bearing. The catheter was returned, and analysis found the catheter body was deformed in shape along with dislodgement allegation. All previously reported method, result, and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the outcome of the event was unresolved at time of study exit/death/study closure. The entire system was explanted/not replaced on (B)(6) 2020. Additional information received from a healthcare professional (hcp) via a clinical study reported the patient exited the study on (B)(6) 2020 and the reason for exit was all enrolled products were inactive. No further complications were reported.